Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software product ID: hh90t01, serial# (B)(6), product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for the last couple of weeks, they have noticed that ¿the controller will connect to the pump at 90% and then it jumps to 90% really quick and then slows down.¿ this morning, when they went to take their second bolus, they got an error saying the ¿app was not responding.¿ they pressed 'wait' and within a couple seconds, another message popped up saying to close the app. They closed the app and when it restarted, they felt like they got their bolus. They checked the technical report, and that bolus was not listed in the report, but they were seeing the lockout countdown. The patient mentioned having a tendency of leaving the app open because ¿it drains the battery down and the reconnection process is kind of a pain.¿ the patient also mentioned their pump was implanted in their back and they have had surgery on both shoulders so it can be difficult to hold the communicator back there. The patient was allowed 5 boluses per day. Additional information was received from the patient who reported that their handset continued to get stuck at 90% and now starting (B)(6) 2024 they started seeing code 518 (authorization request denied) and 156 (application restarting due to system error), but they were still able to bolus. A replacement handset was requested from the repair department because the patient was repeatedly seeing codes 518 and 156, and it was continuing to get stuck at 90%. No indication of patient harm. The pump was delivering bupivacaine and morphine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.